Event description:
Customer reported devie => 400 mg/dl, however the result could not be found in the device memory. Customer went to the hospital. Customer was admitted to the hospital for 3 days and their medication was increased. Controls were within range but values were not provided. A request was made for return product and replacement product was sent.